Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. Date of event is an approximation. On (B)(6) 2025, the patient cgm readings ranging from 56 mg/dl to 100 mg/dl on the mobile device for approximately 4 to 5 hours, shortly after the sensor was placed on the arm. In response, the patient consumed orange juice and coca-cola. A fingerstick (fs) test was performed at some point during this episode (timing relative to carbohydrate intake was not specified), and the result was over 400 mg/dl. The patient contacted their healthcare provider (hcp) and was advised to go to the emergency department (ed) due to feelings of weakness. Upon arrival at the ed, the patient¿s blood glucose (bg) was measured at 695 mg/dl. No cgm readings were reported or verified at that time. The patient was treated with humalog at 1 unit per hour, mixed with dextrose via an unspecified method. Bg levels decreased to 300 mg/dl, and the patient was discharged around 9:45 pm the same evening. At the time of this report, the patient is still feeling tired. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.